Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device, clip opening during efaa, or improper or incorrect procedure or method. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip opening during efaa, foreign body in patient, and entrapment of device appear to be related to a combination of challenging patient anatomy and procedural conditions (prominent eustachian valve accidentally clipped to tricuspid valve), per case details. The reported improper or incorrect procedure or method was associated with the user deciding to implant the clip after the clip failed efaa. It was determined that this deviation from the instructions for use (IFU) did not contribute to the reported adverse events. However, this deviation will be addressed in the letter requested by the account. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional tricuspid regurgitation (tr) and enlarged atrium for a triclip procedure. During the preparation of triclip steerable guide catheter (tsgc), leak was observed in the dilator due to presence of crack after flushing. The procedure was continued. During the procedure, the clip was unable to pass lock test as it opened up 30 degree. However, the clip was deployed. Post deployment, it was observed that the clip had grasped the eustachian valve. The tr was reduced to grade 1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.